Event description:
It was reported that the event occurred a third time in the past couple of weeks, where a cassette alarm beeping, then no disposable clamp tubing or pump won't run. Unable to resolve, having to switch to back up cassette to resolve issue because it has happened three times. They have run out of prefilled cassettes and had to mix cassettes from their backup supplies. No further details provided. No additional details known. No patient injury was reported.

Manufacturer narrative:
Catalog number is unknown. UDI information is unknown premarket (510k) number is unknown. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.